Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that there was an ascending thoracic aortic aneurysm as well as a descending thoracic aortic aneurysm. The ascending thoracic aneurysm was surgically removed. A tube graft was sewn to the thoracic aorta followed by a bypass tube graft which was sewn to bypass the great vessels. A 12 mm conduit was sewn directly to the descending aorta tube graft for insertion of the delivery systems since the plan was to insert the delivery systems by direct insertion via a conduit into the descending thoracic aorta to back build the stent grafts and not via the femoral artery. The first and second devices were implanted with some resistance due to the aortic arch angulation. The third device was inserted and it was extremely difficult to deploy (see MFR# 2953200-2008-00754). The delivery system had to be moved forward to straighten it out after which the stent graft deployment and the stent graft was positioned at the intended location and deployment was completed. The distal end of the stent graft was caught on the cup plunger. The touhy was loosened to maneuver the inner blue catheter and this was successful in releasing the stent graft from the plunger. The physician retracted the tip into the graft cover and pulled the delivery system back, but met severe resistance. He had to pull very hard and could not determine what the delivery system was caught on. At this point they realized the stent graft had moved proximally and partially covered the innominate artery. The catheter was pushed forward and confirmed the tip was re-sheathed properly and removal of the delivery system was successful. The device was discarded during the procedure. A 16 fr sheath was placed through the 12 mm conduit and a reliant balloon was inflated proximally. Both the sheath and the balloon were pushed forward to move the stent graft distally. After 3 or 4 attempts it was confirmed that the innominate artery was patent by evidence of angiogram and radiopaque markers that were previously stapled in-vivo. The stent grafts were modeled with the reliant balloon. A fourth stent graft which was placed distal to the most proximal stent graft with 40 - 50 mm of overlap. There was a gap of 1 - 3 cm found between the distal and proximal stent grafts requiring a fifth stent graft to be inserted; however, when it was advancing over the aortic arch it pushed the fourth stent graft distal causing one of the free flow springs to stick out of perpendicular towards the outer wall of the arch. The stent graft was deployed and bridged the gap. All the stent graft components were modeled with the reliant balloon except the area where the stent was perpendicular to the outer arch. An angiogram was performed and showed there was a junctional leak, between the most proximal piece and the second stent graft. A sixth stent graft was used to reline the junctional leak and the reliant balloon was used to model the stent graft. Post angio injection showed there was no endoleak present and every looked fine. The protruding spring was not intervened with as all the vital signs were fine. It was noted this procedure took 8 hours and that the pt was on a heart a lung machine. On follow-up regarding the pt status the physician reported the pt was brought back for a bleed related to the tube graft and not the talent stent graft. The bleed was successfully treated.

Manufacturer narrative:
Eval code: results - device was not returned for eval. Conclusion - angulated aortic neck.